Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient tested with a coaguchek xs plus meter (unknown serial number). A sample from the patient was tested on the meter at 11:23 a.m., resulting as 6.7 inr. At 11:30, a sample from the patient was tested on the meter, resulting as 2.5 inr. No adverse events were alleged to have occurred with the patient.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.